Manufacturer narrative:
A3. Updated: male. D7. Updated: (B)(6) 2019. D10. Updated 7/24/19. It was reported the distal stricture in the common bile duct came back from pathology as benign and another brushing was done after the stent was removed.

Manufacturer narrative:
According to the gore® viabil® biliary endoprosthesis instructions for use (IFU), this product is not intended for removability and is considered a permanent implant. Specifically, removal of the stent may be impeded by tissue/tumor ingrowth if the stent has transmural drainage holes. In addition, if the stent were placed through a previously placed open cell bare metal stent, removal may be impeded by the structure of the open cell bare metal stent.

Manufacturer narrative:
It was reported to gore by conmed (cen-3752) that during a endoscopic retrograde cholangio-pancreatography (ercp)procedure using a gore® viabil® biliary endoprosthesis(sw)the physician tried to remove the device from the stricture. The original gore® viabil® biliary endoprosthesis(sw) was placed via eus/ercp 10/60 in march. It was reported the tumor had over grown the papilla so the physician could not remove with a snare. He had to go in with a rat-tooth. It was reported the physician was only able to get half of the distal end of the stent to remove. The proximal end is still in the patient and the physician is afraid the proximal fin is imbedded above the stricture and will not be able to be removed. It was reported the patient is coming back next month to have the rest of the stent removed. It is indicated the procedure was completed with 1 1/2 hour delay. It was reported the device was completely removed on (B)(6) 2019. Reportedly, after the stent was removed, they brushed and placed 3 plastic stents to stop some of the bleeding from the removal. It was reported the distal stricture in the common bile duct came back from pathology as benign and another brushing was done after the stent was removed. It was reported the stent was being removed because they hoped to reshape the stricture and replace with a new stent. Based on the information provided in the event summary the date of implant will be estimated as (B)(6) 2019.

Manufacturer narrative:
H6. Results code 1: explant evaluation was completed and stated: the biomaterial was returned to w. L. Gore & associates for investigation the device fragments were generally devoid of tissue and not properly stored in a fixative solution prior to arrival at w.l. Gore & associates. Therefore, a histopathological examination was not performed. The graft material on vblf appeared dark brown to light tan, which was likely associated with biologic debris. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, all device fragments were examined for material disruptions with the aid of a stereomicroscope. All disruptions identified (i.e., twisted material, stent frame disruption) are consistent with disruptions caused by surgical instruments (i.e., forceps, clamps) and surgical manipulation (i.e., twisting, pulling). No wear related disruptions were identified.

Manufacturer narrative:
D6. Updated implant date: (B)(6) 2019.

Manufacturer narrative:
Patient medical information and lot number requested, but not provided.

Event description:
It was reported to gore by conmed ((B)(4))that during a endoscopic retrograde cholangio-pancreatography (ercp)procedure using a gore® viabil® biliary endoprosthesis(sw)the physician tried to remove the device from the stricture. The original gore® viabil® biliary endoprosthesis(sw) was placed via eus/ercp 10/60 in march. It was reported the tumor had over grown the papilla so the physician could not remove with a snare. He had to go in with a rat-tooth. It was reported the physician was only able to get half of the distal end of the stent to remove. The proximal end is still in the patient and the physician is afraid the proximal fin is imbedded above the stricture and will not be able to be removed. It was reported the patient is coming back next month to have the rest of the stent removed. It is indicated the procedure was completed with 1 1/2 hour delay.